Manufacturer narrative:
On 20jun2026, the patient reported experiencing an allergic reaction, bleeding/discharge, and open sores while using an mcot device with flexwire configuration and electrodes. The patient sought medical treatment and was treated with a prescription topical anti-inflammatory medication. The patient has a known history of allergy to adhesives. The patient reported following the recommended skin preparation steps. Due to the skin irritation, the patient discontinued service and a break in service (bis) was initiated. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old and has a known history of allergy to adhesives. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On 20jun2026, the patient reported experiencing an allergic reaction, bleeding/discharge, and open sores while using an mcot device with flexwire configuration and electrodes. The patient sought medical treatment and was treated with a prescription topical anti-inflammatory medication. The patient has a known history of allergy to adhesives. The patient reported following the recommended skin preparation steps. Due to the skin irritation, the patient discontinued service and a break in service (bis) was initiated.